Manufacturer narrative:
The reported event that "the leaflets did not perform properly could not be confirmed. Morphological examination found the leaflet tissue extending beyond all three stent posts contained indentations, or a rolling effect. One of these was adjacent to indentations from a clamping tool consistent with explant damage. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. The aforementioned damage to the leaflet tissue is possible evidence of inappropriate sizing, entrapment by suture, or stent deformation that could explain the observed intra-operative valvular dysfunction. The observed damage to the leaflet tissue alone does not appear to be significant enough to explain the observed intra-operative valvular dysfunction since the hydrodynamic functional testing performed on the returned valve showed proper leaflet coaptation and hemodynamic performance of all three leaflets. Temporary distortion of the stent due to external forces following aortic closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
A 23mm trifecta¿ gt valve was implanted in patient. After implant, it was noticed that the leaflets did not perform properly. The surgeon put the patient back on bypass, explanted the valve and replaced with another 23mm trifecta¿ gt valve . Patient is doing fine.